Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for concurrent anemia which required vitamin k and 1 unit of packed red blood cells transfused. The patient had developed supratherapeutic inr after seeing outside md for back pain and took medication that interacted with warfarin and had 4 injections to his back. The patient was then transferred to (B)(6) medical center the next day for further management and hematology consultation. Head and abdominal/ pelvis CT were negative for hematoma/ bleeding and hemoglobin remained stable. Aspirin was stopped. Warfarin was reintroduced.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. Heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.